Manufacturer narrative:
(B)(4).

Event description:
The patient's mother stated that her son's catheter broke due to his spasticity. A possible revision was discussed. The patient's mother did not want the catheter revised; she wanted a new catheter for her son. She was concerned about the device breakage. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.